Manufacturer narrative:
(B)(4). Instradent USA, inc. Is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that after 3 months the dental implant was installed in intraoral region #5 it was verified its no osseointegration. The 30 ncm of primary stability was achieved and immediate load was not performed. Pt presented bone type iii and had low bone quality.